Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. (B) (4).

Event description:
It was reported that during an unspecified procedure, balloon withdrawal resistance occurred. The physician implanted a 7.0x19 express sd stent into an unspecified vessel successfully. When the physician went to retrieve the stent delivery system (sds), it felt as though the balloon did not deflate "properly" and resistance was felt withdrawing the balloon from the deployed stent. The physician removed the express sd sds, guide catheter, and guidewire together as a unit. There were no reported pt complications. The pt's status is listed as "fine". Additional information was requested and is not available.